Event description:
The patient underwent a surgical revision due to a lead fracture. The impedances intra-op were greater than 3600 ohms and reached as high as 10,000 ohms. The ins and lead were replaced. The patient did well in the recovery room and had effective therapy. It was noted that the devices will not be returned to the device manufacturer.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product type recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product type programmer. (B)(4).